Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the severely calcified mid left anterior descending (lad) artery. The lesion was not predilated. While advancing the 4.0x32mm ion stent, the physician felt a 'pop'. When the stent was removed the stent struts were found to be lifted. The lesion was dilated with an unknown size nc quantum balloon and the procedure was completed with a promus element plus stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event - over 18 years. (B)(4). Device is a combination product returned product consisted of a taxus element/ion stent delivery system (sds) with stent, product shelf carton and foil pouch. There was contrast in the wire lumen. There was blood and contrast on the outer edges of the stent. The balloon was tightly folded. There were bent and flared struts in the first proximal row of stent struts. There was also tip damage. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The stent damage was confirmed. The reported difficulty crossing was not confirmed. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).